Event description:
Customer called to report issues with the serter. Customer's blood glucose reading was 48 mg/dl. Troubleshooting was done. Customer was able to get the sensor and needle hub off of the serter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.